Manufacturer narrative:
Reporter returned one toothbrush head on 13-jul-2016. Product investigation not yet initiated.

Event description:
Managed to dislodge toothbrush head from the back of throat [foreign body]. Toothbrush head came off in partner's mouth while brushing [device breakage]. Case description: a reporter explained via letter on 13-jul-2016 that while her male partner of unspecified age was brushing with an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill precision clean came off in his mouth. She stated that he managed to dislodge the toothbrush head from the back of his throat, otherwise he could have swallowed it. She asserted that they had used oral-b/braun for years and this had never happened before. The case outcome was recovered. No further information was provided.